Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) evaluated the analyzer and replaced the sheath pressure sensor making the unit operational. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a broken sheath pressure sensor when using the navios flow cytometer system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analzyer. The fse revealed that a leak was also present. The leak was identified as sheath fluid. The volume of the leak was about 100ml and was uncontained in the instrument. The operator was wearing personal protective equipment of gloves when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.